Event description:
The customer reported that when this battery is connected to the cadex charger, they get dim green led on the batteries along with the message "unk." Upon putting the batteries into the mrx and applying ac, the green leds turn the normal bright green color and the battery works just fine.

Manufacturer narrative:
(B)(4). The customer reported that when this battery is connected to the cadex charger, they get dim green led on the batteries along with the message "unk." Upon putting the batteries into the mrx and applying ac, the green leds turn the normal bright green color and the battery works just fine. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.